Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6)2011, inratio: 1.0, lab: 4.0. Nurse tested patient in the home and then went to the lab within 30 minutes. Customer is not sure which meter this occurred on so they provided two serial numbers. Patient had no bleeding, or bruising.

Manufacturer narrative:
Investigation pending.